Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that insulin had leaked into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge lot number was not provided. The insulin cartridge is not expected to be returned for product evaluation.